Event description:
Commplainant alleged that the paramedics were treating a 90 yr old female pt in tachycardia. The medics powered-up the device in preparation to monitor the pt. When the device powered-up a humming sound was emitted from the defibrillator. Also, there was no display on the device screen, except for a dot in the center of the screen, then the dot moved to the lower left corner of the screen, and finally the dot disappeared, and the screen remained blank. The medic then shut the unit off and discontinued preparing to use it on the pt. There was no indication from the complainant as to whether the recorder was functional. There was no adverse effect on pt as a result of the reported malfunction.